Manufacturer narrative:
Sleek reg recall product (verified lot code on list). Investigation complete. We have verified that the reported lot number is part of the u by kotex sleek tampons, regular absorbency 2018 recall. No additional anomalies during the manufacture of the product that may have caused or contributed to the malfunction were discovered during a review conducted of the device history record (DHR) and supporting quality records at the manufacturing facility in (B)(4).

Event description:
This is a non-us event. This occurred in (B)(6). Consumer's husband reported the string pulled out of a tampon upon removal leaving the tampon inside. They were able to manually remove the tampon and did not seek medical attention.